Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the operation room (or) staff contacted the technical support engineer (tse) to report they were having issues with the bovie generator during the case. The customer stated they were getting a c-34 fault on screen. The caller stated they attempted to power cycle the generator, but the issue remained. The customer stated they reseated the energy cables and the instruments as well, but the issue remained. The tse reviewed the logs and verified the c-34 faults on the generator. The customer said they were using the unit on effect level 3 during the case and did not have a CT scanner or other electrosurgical unit (esu) near the generator could have caused magnetic interference. The tse also asked the customer to verify the generator was plugged into a dedicated outlet on its own, and the customer stated it was plugged into the outlet with one other device. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and confirmed that the procedure was completed robotically using the same generator. The customer had an issue with the monopolar port, which was not resolved, and completed the procedure with the bipolar port.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) generator to correct the reported problem. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive the iesu and performed the failure analysis. The iesu was placed on an in-house system and was run in normal mode and the reported failure was confirmed. The visual inspection showed the unit was in good condition. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.